Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of lot #reuj0210 showed no other similar product complaint(s) from this lot number.

Event description:
During insertion, a knot was formed inside the vessel. (B)(4). Removed the guidewire.